Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles and no occluded anomalies during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles and no occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer states that reservoir had a big air bubble and insulin flow block alarm. Customer was declined to troubleshooting for insulin flow block alarm. The insulin pump will not be returned for analysis.